Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Address: (B)(6). Phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the oesophagus during a ligation on non-variceal bleeding procedure performed on an unknown date. During the procedure, the rubber bands did not deploy. The procedure was completed with another of the same device. There were no patient complications as a result of this event.